Manufacturer narrative:
UDI not available for this system at time of filing. Device manufacturing date is unavailable. The instrument was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the curved 70 degree suction was damaged and the site was requesting a quote for replacement. There was no patient present when this issue was identified.